Event description:
It was reported that a device migration occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device (wds) was successfully implanted on (B)(6) 2026. Despite the patient having a very contractile heart, the device met all position, anchor, size, and seal (pass) criteria and there were no leaks identified. The patient was discharged. During a routine 45-day follow up on (B)(6) 2026, it was determined the closure device had shifted proximal and had minimal contact with the laa. The patient returned on (B)(6) 2026, and the closure device was percutaneously removed using a watchman trusteer access system and was able to rethread the closure device and perform a full recapture. A non-bsc device was implanted. There were no further complications reported.